Manufacturer narrative:
Product ID: 3093-33, lot# v241655, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-33, lot# v241655, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient experienced a shocking sensation whenever she went through (B)(4) security gates. The patient started experiencing the shocking 3 years ago. The patient also noticed about a year ago she started getting shocked when a wand was used; it was noted this had not happened in the past. It was also reported the patient's programming was changed but she was unable to confirm if it actually changed. The patient was told by her programmer her settings were unusual. It was also reported the patient started getting shocks when laying down wrong 3 days prior to this report. The patient did not feel anything on her implant unless she bumped against something. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-10699.